Event description:
It was reported that the lead will be removed, due to inappropriate therapy caused by a lead fracture. Replacement at the time of report was not possible due to patient's other health issues, so a lifevest was applied until it could be done. No further patient complications have been reported as a result of this event. Additional information was received reporting that the lead has been replaced.

Manufacturer narrative:
Other: it was reported that the lead will be removed, due to inappropriate therapy caused by a lead fracture. Replacement at the time of report was not possible due to patient's other health issues, so a lifevest was applied until it could be done. No further patient complications have been reported as a result of this event. Additional information was received reporting that the lead has been replaced. No conclusion can be drawn. Lead(s), fracture of, shock, inappropriate.